Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had inaccurate sensor readings since the night before. The customer indicated that 20 minutes prior to calling, insulin pump suspended delivery due to low sensor glucose reading in the range of 50, when blood glucose value was 113 mg/dl. Blood glucose at the time of the call was 234 mg/dl while sensor read 239. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.